Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk.

Event description:
It was reported that the customer had issues during prime/rewind. The blood glucose reading was 260mg/dl. The caller stated that insulin squirted out during the manual prime process, and the insulin pump alarmed. The customer stated that the drive support cap is protruded. Advised the customer that the insulin pump would be replaced. No further information was provided.